Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. Keeping UDI partial in emdr (B)(6) as serial number is unavailable. (B)(6) said that the alarm has happened several times, and each time they are able to press the fill key and resume pumping. There is no blood in the helium tubing and no visible kinks in the catheter. The insertion site is femoral. Esp personal discussed the alarm in detail and suggested that there is likely a kink along the catheter internally. Esp personal suggested a chest film (already done for the am) and to consider log rolling the patient with the insertion side tilted a bit. Currently pumping alarm free. (B)(6) will take the suggestions and call back if necessary.

Event description:
N/a.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had autofill failure alarm occurred. There was no harm or injury reported.